Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to nausea with an unknown cause. Reportedly, the customer was unsure if the nausea was due to blood glucose (bg) level or due to the customer's pregnancy. Reportedly, the customer tested positive for diabetic ketoacidosis while in hospital; however, also tested bg at 58 mg/dl. The customer declined to provide additional information regarding the issue.